Event description:
On (B)(6), 2008, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, coil embolization of the ima and a couple lumbar arteries was performed to treat a type ii endoleak. On (B)(6), 2010, a 16mm contralateral leg component was implanted to treat a distal type I endoleak on the right side. The cause of the endoleak is unk. Add'l info has been requested.

Manufacturer narrative:
Add'l device implanted and invovled in this eevnt: (B)(4).